Manufacturer narrative:
The device was returned to arjo service center and awaiting for inspection. Results of the evaluation will be provided to the follow-up report.

Manufacturer narrative:
Arjo became aware of an event involving a citadel bed. It was reported that the caregiver suffered an electric shock while moving the bed. Following the event (to check the caregiver) a cardiac control was performed, no health consequences were reported. The device involved in the alleged event was excluded from use and returned for evaluation to the arjo service center. No fault was found with the bed which may contributed to the alleged electric shock as the electrical tests did not reveal any electrical leakage across the bed. Each citadel bed is compliance with the standard iec 60601-1 for medical electrical equipment. This is class I, type b electrical shock protection, which means that the device has protective earth. Additionally, each bed needs to pass the electrical test before being released for distribution. The evidence is documented in the device history record (DHR). The review of DHR for the serial number (B)(6) revealed that the device passed the electrical test at the manufacturer site. Although no injury was reported to arjo, the complaint decided to be reportable due to the initial allegation that the caregiver received the electric shock. Based on the result of evaluation the shock reported in this event could be the results of the electrostatic discharge (sudden flow of electricity) which cannot cause any serious medical health consequences for the user. The citadel bed played a role in the reported event, however the inspection confirmed that no fault was found with the bed which may contributed to the alleged electric shock.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
It was reported to arjo that a caregiver was electrified while moving a citadel bed. Following the event a cardiac control to the caregiver was performed, no health consequences were reported.